Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), complaint and lot history, sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack and leak in the tubing of the infusion set was confirmed. The product returned for evaluation was 20g x ¾¿ powerloc max infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. This event type will continue to be monitored as part of ongoing quality efforts.

Event description:
It was reported by the customer that "port access needles breaking and leaking causing patient to need replacement needle and procedure/poke and increased risk for infection." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgtfc050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "port access needles breaking and leaking causing patient to need replacement needle and procedure/poke and increased risk for infection." No other information was provided.